Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of a unrestorative image/ no image was confirmed. Additionally, the following findings are as follows: the control body probe unit tip was floating. The bending section cover glue was non-olympus glue around the lens. The light guide lens insertion tube was non-olympus. There was a stain on the evis image. There image had a crack. The scope connector had dried fluid. The angulation was low. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope experienced the entire screen became black and showed no image and was unable to restore when plugged in. It was unknown when the event occurred. There was no report of patient or user harm associated with the event.